Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, the patient¿s right femoral artery (rfa) was accessed, but the dilators¿ could not be advanced. After several attempts the decision was made to access the left femoral artery (not primary due to ca++). Angio of the rfa revealed that the vessel had been dissected and there was no flow to the rcf. An 8 x 80 ev3 stent was placed to cover the dissection; a wire crossed the distal vessel and was ballooned with a 6 x 2 fox cross balloon. Follow-up angio showed brisk flow.

Manufacturer narrative:
Additional investigation revealed the following: when discussing the difficulty advancing on the right side, the edwards css stated that the physician was only able to advance two of the four dilators before he met undue resistance, and decided to switch to the left side. The right side ca+ was not considered significant. The clinical specialist indicated that it could have been a spasm, along with the minimal tortuosity that did not allow an easy advance, possible stenosis in the vessel that may have been un-noticed or undocumented. The team did not anticipate it being that difficult. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in clinical technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the patient was treated under the partners iib small vessel registry. The minimum required vessel diameter for the 16 fr sheath used is 6mm. In this case, that patients mld was 5.9mm and two dilators were used, 16mm and 18mm. The small vessel diameter, in combination with possible vessel spasm, calcification or stenosis not visible or identified on pre-procedure screening, may have contributed to the dissection that occurred. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.